Event description:
An olympus sales rep reported intermittent loss of image during a laparoscopic cholecystectomy procedure. The procedure was completed with the same video laparoscope and there no injuries related to the occurrence.